Manufacturer narrative:
Event date is an estimate . During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg reaching end of life. It is unknown if this occurred prematurely. As result, surgical intervention may occur on a later date.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-01437 should not have been reported as a medical device report (MDR) after additional information received confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.